Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) was present in the device trace download and pump error 63 (variable 3) alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the audio options was defective on insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that after doing the self test there was no difference between the 1 and 5 tone. Customer was advised to revert to backup plan. The insulin pump will be returned for analysis.